Event description:
A mayfield skull clamp was involved in an incident during a craniotomy-post fossa on a female child that was between (B)(6). The reporter described the event as the pt had already been flipped and the surgeon had scrubbed. Upon his return, it was noted that the head was not in the same position. Surgery was started and the head moved again. It was noted that the pressure had changed from what it was originally set for. No injury was involved and surgery was not delayed. Adult re-usable pins were in use at the time of the procedure. (Model# not known). No stereotaxy devices were being used at the time. Product has been returned for eval.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported info.